Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that multiple follow-up attempts were made but contact with the primary customer could not be established for further investigation. The initial report lacked specific examples, limiting detailed analysis. The issue was potentially related to broader encompass upgrade activities, as similar issues have been resolved at other sites following backend improvements, current review of the environment shows no active errors or system anomalies. However, resolution could not be fully validated due to the absence of customer confirmation or additional internal contacts familiar with the issue. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient medications were not appearing on the patient profile in pyxis, despite being active in cerner. Attempts to discontinue and reorder medications, as well as modify existing orders, does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.